Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a discrepancy in the volume of medication that infused. There was patient involvement but no harm. Through due diligence attempts additional information was obtained. Hydromorphone 30mg/30ml pca syringe. Demand dosing of 0.2mg per demand dose (8-minute lockout with 6 mg 4-hour max limit). It was reported 4.2 ml infused between 0200 and 0700 however based on infusion data volume left to be infused at 0700 should have been 20-26 ml. The actual volume observed in the syringe was lower than the expected volume administered, concern for over infusion.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusing was not confirmed during laboratory testing or a review of the device logs. A review of the pca module error log showed no errors. The pca module event log showed that on the 17sep2025 at 2:37 am the unit was selected, a pca-only infusion was programmed with the following parameters: dose=0.2 mg; concentration=30 mg/30 ml a volume to be infused (vtbi); drugid=338 (hydromorphone); lockout= 8 min; 1.5 mg/hour max limit; syringe=monoject 35 ml; volume=17.4013 ml (this is related to the root cause of the reported complaint, the facility reported that vtbi at the end of the infusion should have been 20-26 ml, however, the logs showed that the syringe was initially loaded with less than the expected amount from the start of infusion). Between 2:38 am and 8:47 am there were 37 pca requests registered, however, the pca only delivered 24 doses which amounted to a primary volume infused (pvi) of 4.8 ml after the last pca request was made. Volume infused accuracy test results measured showed that the device delivered fluid within specification. No errors or issues were observed during the test. Preventive maintenance tests results showed the device to be working within specification. The alaris system user manual v12.3.2 mentions that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. An external and internal inspection of the suspect pca module s/n 17591057 showed no obvious issues or anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pca module s/n: 17591057 work order (wo: 02147989) the device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the device over infusing could not be determined, laboratory testing and a review of the device logs showed that it delivered fluid within specification, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a discrepancy in the volume of medication that infused. There was patient involvement but no harm. Through due diligence attempts additional information was obtained. Hydromorphone 30mg/30ml pca syringe. Demand dosing of 0.2mg per demand dose (8-minute lockout with 6 mg 4-hour max limit). It was reported 4.2 ml infused between 0200 and 0700 however based on infusion data volume left to be infused at 0700 should have been 20-26 ml. The actual volume observed in the syringe was lower than the expected volume administered, concern for over infusion.